Event description:
It was reported that, the xenon light source exhibited spare lamp error. The issue was identified at the time of service. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.